Event description:
The patient had an uneventful percutaneous transluminal coronary angioplasty of the right coronary artery on 1/20/99. A temporary pacing lead (the pacel catheter) was used for the procedure. Several hours post procedure, the patient developed low blood pressure and loss of peripheral pulses. The patient was coded; cardiopulmonary resuscitation was unsuccessful.